Manufacturer narrative:
This report was initially submitted following notification from a customer in australia regarding misidentifications of streptococcus spp. As streptococcus pneumoniae using the vitek® ms (reference # (B)(4), serial # (B)(6)) with knowledge base (kb) version 3.2. *conclusion - fine tuning: based on the vilink alert tool and the fine-tuning reports, the quality of the vitek ms fine-tuning during the testing period from 17-feb-2020 to 27-feb-2020 was variable and inconclusive. *conclusion on spot preparation quality: the analysis of the calibrator and sample mzml show that spot preparation quality was heterogeneous. *conclusion on the identification: based on the complaint description, the suspected identification was : lab ID vs200440031: streptococcus gordonii. Based on investigation findings, the most probable identification was: -lab ID vs200440031: streptococcus infantis. The identification needs to be confirmed with molecular method (sequencing); however the customer did not retain the isolate. Streptococcus infantis was not present in the vitek ms kb v3.2 used by the customer. The following system limitation is stated in the vitek ms knowledge base user manual ref. 161150-924 a for vitek ms clinical use v3.2: ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ * root cause analysis: system limitation: species not present in the vitek ms kb v3.2. Non optimal spot preparation. Non optimal fine tuningsee section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of streptococcus gordonii as streptococcus pneumoniae when testing a patient strain using the vitek® ms (reference # 410895, serial # (B)(4)) using knowledge base (kb) version (B)(6). Repeated after tuning and isolate was identified s.pneumoniae 49.4% and s.mitis 50.5%. Expected result: s. Gordonii. Results obtained with vitek® ms were questioned due to morphological appearance of colonies and optochin results. Expected results were obtained using vitek® 2 compact. There is no indication from the customer that this event led to a delay of results or impacted the patient's state of health. A biomérieux internal investigation will be initiated.